Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery failed visual inspection. The battery was replaced and the visual inspection failure was resolved. The system then passed the system checkout and was found to be fully functional. The battery (B)(4) 48v s8 svc (lot # 1734) was returned for analysis. Analysis found no fault with the device. The battery was returned with only 48.57 vdc. Once charged using a good charger, battery held system on battery back up for over 11 min. The ups (B)(4) main cart s8 svc (lot # 17390021) was returned for analysis. Analysis found that the device failed electrical testing. The ups was tested and 12vdc and 48vdc circuits output expected voltages, however, the charging circuit charged a depleted battery with only .5 amp and quickly dropped to 0 amps. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after an overnight charge, the battery charge percentage was not consistent. After disconnecting from the wall, the battery percentage dropped to 80%, then within a few seconds it went down to 38% and then it went back up to 50%, the system shut down shortly thereafter (within a couple of minutes). There was no patient present when this issue was identified. No additional information was provided.